Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on diaphragm valve, crease flat and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crack on valve seat diaphragm valve based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.